Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309623 batch # 0073307. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: it was reported by customer that needle came out during injection. Rcc received a complaint via email. Item(s): 309623 lot(s): 0073307 date incident occurred: ongoing was the patient impacted? Needle came out during injection if yes, describe: purchased from pharmacy is a sample available?: no customer request?: